Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Correction section h6: the health effect clinical code should have 4412 - movement disorder been rather than 2388 - inadequate pain relief.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient's ipg was inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was established postoperatively.

Manufacturer narrative:
Date of event is estimated.